Manufacturer narrative:
(B)(6) 2015 10:36 am (gmt-4:00) added by (B)(6): (B)(4). A maquet service technician investigated the device. Voltage settings on the power supply module were calibrated. Pressure channels 3 and 4 were calibrated. The 3/4 pressure module was removed and re-seated. No error message was displayed. Erratic pressure readings could not be duplicated. The unit passed functional and safety tests. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported the 3/4 pressure module output was erratic during use on a neonate. The unit was swapped for another. No reported patient effect. (B)(4).